Event description:
It was reported, patient experiences pain even when sitting. Patient states that her right leg swells up and she can't put much weight on the leg.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report. An evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information pertaining to the device referenced is this report (including x-rays and medical records) was requested. Should additional information become available, it will be submitted in a supplemental report.